Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the current electrograms (egm) showed undersensing on the right atrial (ra) lead and right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.